Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited a rise in pacing threshold and lowering of intrinsic signal. The physician suspected that the lead may have dislodged when the patient fell down a few days prior. The lead was successfully repositioned.